Event description:
The customer reported having high blood glucose of 356mg/dl, and he treated his glucose level with a bolus. The customer experienced nausea, vomiting, thirst, and urination. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a no reservoir alarm. During the call, the customer stated that his blood glucose has been over 600mg/dl and he was hospitalized recently. The customer mentioned having x-rays and MRI's while he was wearing the device. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The motor was tested outside the device and passed the test. After testing it was concluded that the device operated within specifications. The device had a scratched display window.